Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found an insulation abrasion at 35.5 to 35.9 cm from the distal end of the lead. The damage was consistent with friction against another implantable device and is a likely cause of the noise observed in the field.

Event description:
It was reported that the patient was admitted to the medical center in a presyncopal state. The patient reported multiple syncopal episodes following an unrelated procedure on (B)(6) 2013. Oversensing by the right ventricular lead was noted. An inhibition of pacing resulted but it was also noted that the patient is prone to pacing inhibition due to chronic heart block. Damage to the lead by the patient's rib cage was suspected. The lead was explanted and replaced on (B)(6) 2014.